Manufacturer narrative:
Title: pre-procedural color duplex ultrasound evaluation predicts restenosis after long-segment superficial femoral artery stenting author: gao m., hua y., jia l. Journal: vascular year: 2022 vol/issue: 30(1) ref: 10.1177/1708538121992590. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which assessed predictors of in-stent restenosis in patients with long segment superficial femoral artery (sfa) disease and hypothesized that pre-procedural ultrasound assessment would predict in-stent restenosis. 243 patients were included in the study. Medtronic¿s everflex self-expanding stent was amongst the devices used. During a median follow-up duration of 17.5 months, 174 cases of isr were detected including 86 cases with restenosis and 88 cases with re occlusion. The cumulative freedom from >50% isr at 3, 6, 12, 24, and 36 months was 95.3%, 78.3%, 56.0%, 30.6%, and 15.9%, respectively. During follow-up, there were 18 patients in whom a stent fracture was detected. The authors concluded pre-procedural color duplex ultrasonography (cdu) evaluation is helpful for the selection of appropriate candidates for sfa stent placement. Cumulative lesion length ¬ 25 cm, plaque calcification, poor distal runoff, and chronic renal failure independently predicted isr.